Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected blank display anomaly noted. No unexpected pump error 4, 15 and failed battery alarm noted during testing. Unit received with cracked retainer, minor scratched display window, fading serial number label, pillowing keypad overlay and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call insulin pump errors motor arm and critical block after battery failure. The self test was performed and the insulin pump passed. However, the display soon went blank. The customer's blood glucose level was 17 mmol/l at the time of incident and treated with the insulin pump. The customer reported the reoccurring alarmed failed battery and blank display. During troubleshooting, the display remained blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.